Manufacturer narrative:
The present submission/submissions is/are corrective submission/submissions for the incorrect mfg. Submission/submissions related to qn (B)(6) the corrective action has been taken under FDA cdrh emdr emdr@FDA.hhs.gov guidance. No death to the patient

Event description:
Implant failed due to an osseointegration problem. *the present follow-up submissions is a corrective submission for the incorrect mfg. Submission/submissions related to qn(B)(6) the corrective action has been taken under FDA cdrh emdr guidance. Death was selected in error.

Event description:
Implant failed due to an osseointegration problem.